Event description:
Reported as explant to be returned follow up findings event clarified as access port leak.

Manufacturer narrative:
Taper I medwatch sent to FDA on 15/jun/06 the product associated with this report has not yet been returned. Based upon the implant date and serial number provided by the reporter the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Inamed has net received the product at this tiem. Therefore no analysis or testing has been done. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." " care must be taken during band adjustment to aoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."